Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. During the time of deployment, the filter tilted and migrated. Approximately three years and one month post filter deployment, a computed tomography (CT) revealed the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 was deployed below the renal veins with the apex at the superior cortical margin of l1. 8-degree tilt of filter to the right. Approximately, three years and one month of post-deployment, computed tomography of abdomen and pelvis showed that the apex of the filter was at the inferior cortical margin of l2 right pedicle. 4 cm of interval caudal migration since placement. The apex was within the lumen of the inferior vena cava. There was 14-degree tilt of filter to the right. Interval increase of 6 degrees of tilt since placement. There was a grade 2 penetration of inferior vena cava with 12:00 arm, 3:00 arm, 5:00 arm, 7:00 arm. The 9:00 arm and 11:00 arm were within the inferior vena cava lumen. 12:00 leg with grade 2 penetration of the inferior vena cava. 2:00 leg with grade 3 interaction with the anterior aortic wall. 5:00 leg with grade 2 penetration of the inferior vena cava. 6:00 leg with grade 3 penetration of the l3 vertebral body. 8:00 leg with grade 3 penetration of the right psoas muscle. 10:00 leg with grade 2 penetration of the inferior vena cava. Around, four years and nine months later, computed tomography scan was reviewed which showed that there was an indwelling inferior vena cava filter that was tilted with the head embedded into the vein wall and 3-4 of the legs penetrated the inferior vena cava wall. There was no clear penetration of the aorta or duodenum. Radiological evidence showed penetration of the inferior vena cava wall by the filter legs. Around, two years later, computed tomography scan of the abdomen and pelvis without contrast was performed due to abdominal pain and result showed that an inferior vena cava filter was noted. Around, one year and three months later, computed tomography of abdomen with contrast demonstrated that an inferior vena cava filter was positioned below the level of the renal veins. The filter was tilted with the proximal tip contacted the right wall of the inferior vena cava. Numerous limbs of the filter penetrated the wall of the inferior vena cava with one of the limbs penetrated the anterior right psoas muscle. After, fifteen days, computed tomography of abdomen with contrast showed that the filter was positioned below the level of the renal veins. The apex of the filter was at the inferior endplate of l2. There was 5.3 cm of interval caudal migration since placement. The apex was embedded in the right anterior wall of the inferior vena cava. There was a 24-degree tilt of filter with the proximal tip contacted the right wall of the inferior vena cava. Interval increase of 16 degrees of tilt since placement. Numerous limbs of the filter penetrated the wall of the inferior vena cava. One of the limbs penetrated the anterior right psoas muscle. 12:00 arm, 3:00 arm, 5:00 arm and 7:00 arm were with grade 2 penetration of the inferior vena cava. 9:00 arm and 11:00 arm were within the inferior vena cava lumen. 12:00 leg with grade 2 perforation of the inferior vena cava. 2:00 leg with grade 3 interaction with the anterior aortic wall. 5:00 leg with grade 2 penetration of the inferior vena cava. 6:00 leg with grade 3 progressive penetration of the l3 vertebral body with new reactive sclerosis in comparison to computed tomography from the previous study. 8:00 leg with grade 3 penetration of the right psoas muscle. 10:00 leg with grade 2 penetration of the inferior vena cava. Therefore, the investigation is confirmed for positioning issue of the filter, perforation of the inferior vena cava (ivc), filter migration and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 07/2011). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. During the time of deployment, the filter tilted and migrated. Approximately three years and one month post filter deployment, a computed tomography (CT) revealed the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.